Event description:
It was reported by svc report that the side rail will not lock in place. Inspection showed the side rail spindle insert is broken. It is unk if there was pt involvement, however, no adverse consequences are reported.